Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted concurrently with posterior colporrhaphy and abdominal sacral colpopexy due to pop and sui. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent perineal revision on (B)(6) 2013 due to vaginal stricture. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced nocturia and recurrent symptoms of prolapse.

Manufacturer narrative:
(B)(4). It was reported that patient underwent perineal revision and revision of vaginal stricture on (B)(6) 2013 due to dyspareunia and old laceration or scarring of vulva.